Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer plugged the pump into a different wall outlet, and the pump began charging. No further assistance was required.